Event description:
A discordant, falsely low calcium result was obtained on one patient sample on a dimension vista 500 instrument. The result was flagged by the instrument. The operator reran the sample on the same instrument, and the rerun result was higher but was also flagged. Neither of the flagged results were reported to the physician(s). The operator then reran the sample on an alternate instrument, and reported that result to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the wash station was not operating properly because the supply line to the c-washer was damaged and the dryer boot was contaminated. The fse replaced multiple parts within the wash station. Precision and quality controls were then run, all of which were within range. The cause of the discordant, falsely low calcium results was a malfunction of the wash station. The instrument is performing according to specifications. No further evaluation of the device is required.